Event description:
It was reported to tyco healthcare/kendall that a customer had a probelm with a rob-nel catheter. The customer reports, "when inserted the catheter, it was very weak just by funnel, and bent inside the urethra, caused bleeding - went to md to be evaluated.